Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for with low blood glucose levels. The customer's blood glucose level at the time of incident was 20mg/dl to 30mg/dl. The customer was treated at the hospital. The customer's most current level was 193mg/dl. The customer states the lows were caused due to over treated high blood glucose levels. The customer was advised to monitor the device and call back if issues persist.